Event description:
It was reported that during inspection by a stryker france service technician the trigger of the u driver - european was broken. Upon receipt at the u.s. Manufacturer facility it was found during functional testing by a service technician that the device was able to run unintentionally. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.